Manufacturer narrative:
Product was not explanted. Product labeled demo, not to be used in patient. Not manufactured in us, pending clearance in us. Synthes is not able to provide the date of manufacture. Product labeled "demo stock do not use." The investigation could not be completed, no conclusion could be drawn, as no product was returned.

Event description:
A device report from (B)(4) indicated at the (B)(6) clinic: the staff at the clinic was mixing the vertecem v+ cement and had failed to time the cement and it hardened. Techs selected another box, mixed and used in the patient. It was noticed on the outside of the box it was labeled "demo kit". Staff was advised to stop using the cement. Surgeon asked it the product was sterile and it was confirmed sterile. Surgeon decided to use product against advice to dis-continue use of product. A check was made at the clinic and staff had stored boxes of demo product and consignment product together. An orange demo sticker is on the outside of the box.